Manufacturer narrative:
Findings: pump received with cracked case at the display window corner, broken reservoir tube lip, missing reservoir tube o-ring and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip noted.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 367 mg/dl. The customer stated that there is cracking of edges around reservoir chamber. The customer stated that the pump has been dropped. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.